Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: (B)(4), model: sc-1200, serial: (B)(4), batch: 371086.

Event description:
It was reported that the patient was implanted (B)(6) 2021 and in the recovery room the patient stimulation was programmed with several programs covering the lower back and down both legs. The patient was satisfied and responding well. The stimulation was turned off. On (B)(6) 2021, the patient was not doing well and was still in the hospital. The patient indicated that the stimulation remained off and something happened during his move to the hospital room and he could not feel his legs. The physician explanted the spinal cord stimulation (scs) system due to infection and the patient was transferred to a rehabilitation center. The patient has 85 percent movement on the left leg, 30 percent on his right leg, and feels 10 percent.